Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the cannula did not insert properly and that her blood glucose reached 288 mg/dl. The pod was discarded.